Event description:
Healthcare provider was in the process of activating an instant hot pack when it burst, and the contents went onto the floor and on the jacket of the healthcare provider. The healthcare provider removed the jacket, and the content did not reach skin. There was no harm to patient or healthcare provider.

Manufacturer narrative:
No samples were returned for investigation; therefore, a root cause could not be determined at this time. A review of the device history record was completed on the reported lot v2h246. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No corrective actions have been taken at this time based on the information provided for this report. Cardinal health will continue to monitor complaint trends for this reported issue.